Event description:
It was reported that the system monitor showed multiple instances of driveline faults. The log files showed intermittent driveline faults from (B)(6) 2022. Submitted imaging showed 3 areas of concern on the external portion of the driveline, occurring about every 6 inches. The internal image was unremarkable. Additional log files captured intermittent driveline faults starting (B)(6) 2022 through (B)(6) 2022. Phase 3 was showing a possible compromised wire. The patient received a driveline repair on (B)(6) 2022 and later that day had another driveline fault. Log files confirmed a driveline fault at 5:46 pm, as well as five more the following morning between 4:09 am and 5:47 am. The phase data still indicated that there was damage to the red wire, likely at an internal location. Healthcare providers noted that the driveline fault did not alert on the system controller. Related manufacturer's reference number for the system controller: 2916596-2022-11706.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Related MFR# 2916596-2022-01344. Manufacturer's investigation conclusion: although the report of driveline fault alarms was confirmed via the submitted log files, the cause could not be conclusively determined during the evaluation of the returned driveline. The account submitted log files for review. Multiple yellow wrench advisories associated with driveline faults were captured throughout the log files on 05may2022 and (B)(6) 2022 which were silenced. These driveline faults appeared to result from an issue with phase 3. The other phases did not appear to contribute to the fault. Based on previous complaint experience, the captured events appear consistent with a potential driveline wire compromise. The approximately 19.5" segment of driveline replaced by technical services was returned for evaluation. Visual inspection of the driveline revealed rescue tape on the outer silicone jacket throughout the entirety of the driveline. Upon removal of the rescue tape, the driveline revealed multiple tears in the white silicone jacket throughout the driveline. Examination of the driveline found moderate shield breakdown throughout the driveline. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires found no insulation damage or wear. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. This test did not reveal any insulation breaches that would have contributed to an electrical short. There was incidental finding of superficial damage to driveline. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) . The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 06may2015. The most recent revision of the heartmate ii instructions for use (IFU) contains information regarding definitions and usage of pump speed, power, flow, and pulsatility index (pi). Additionally, section 6 of this document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The section "system operations" describes the "driveline" and outlines indications of driveline damage as well as how to respond to such events. The section "equipment storage and care" describes "care of the driveline." The section "alarms and troubleshooting" outlines alarms and how to respond to them, including pump stops and driveline faults. The heartmate ii lvas patient handbook is currently available. Section 4 of this handbook contains a section on ¿caring for the driveline;" however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The driveline fault detection circuitry continued to indicate that the unmonitored wire in phase 3 was damaged. Customer requested the use of ungrounded patient cables to help prevent possible short-to-shield events should the fractured wire come in contact with the grounded shield within the driveline.